Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed record or power on resets. On examination, there was no damage to the battery cap or the battery compartment and the battery cap affixed to the pump properly. The battery cap was tested and found to be within specifications. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no power or delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened for investigation and did not reveal evidence of moisture, damage, defect or contamination of the interior pump components. The power complaint was verified in the pump history but could not be duplicated during investigation.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that his pump has been shutting off intermittently over the past two to three weeks, and he has to remove and reinsert the battery or change the battery and then the pump will power back on. The patient stated that as a result of the intermittent power loss, he has experienced blood glucose (bg) over 200 mg/dl with moderate urination. The patient did not test for ketones and denied any other symptoms of hyperglycemia. The patient denied any damage to the battery cap and compartment, and confirmed that the battery cap is secure. The patient stated that he has never changed the battery cap, which is original to the pump since (B)(6) 2011. The user guide instructs the user to change the battery cap every three to six months. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported as a malfunction due to the alleged power issue which remained unresolved.